Event description:
Faulty sensors either broken blood windows or constant miss readings confirmed with finger sticks. Multiple boxes same lot number since 4/1/2024 can send sensor readings. Reference report: mw5158143.